Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the clinical procedure was completed as planned by using the same system as the system operated normally without any issues. The philips field service engineer (fse) visited system onsite and confirmed that the system gave a remote alert indicating suite pc had low disk space. To resolve the issue, the fse performed disk cleanup, including removal of log and temporary files, and completed preventive maintenance in accordance with the approved service procedure. After which, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the disk space of the suite computer was low, which can impact booting. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.